Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Event description:
It was reported that during an angioplasty procedure via right upper arm, the pta balloon allegedly leaked the contrast agent. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure via right upper arm, the pta balloon allegedly leaked the contrast agent. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. In the functional testing, the device was inflated with an in-house presto inflation device and water was leaking from the pin-hole balloon rupture. No further testing was performed. All the anomalies are noted on microscopic observation. Therefore, the investigation is confirmed for the reported balloon rupture as a pin-hole rupture was observed during the microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 01/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.